Event description:
A (B)(6) female patient contacted zoll customer support to report that her charger/modem made a crackling noise, went blank and would then not power up. The patient was given an new charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the charger/modem would not power on. The cause of the charger/modem not powering on was the a23 flash memory failure (components u102 and u105) on the computer/analog board. An intermittent connection was discovered at pin a23 of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured solder connection may have been accelerated through rough handling. No adverse event resulted from the defective component. The patient received a replacement charger/modem.